Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for elecsys hbsag ii (hbsag ii) on a cobas e 411 immunoassay analyzer. Patient 1 initial result was 3.96 coi (positive). The sample was repeated 3 times with results of 3.13 coi (positive), 0.634 coi (negative), and 0.628 coi (negative). It is unknown if the sample was re-centrifuged before receiving the negative results. On (B)(6)2022 patient 2 initial result was 1.99 coi (positive). The sample was repeated twice with results of 2.13 coi (positive) and 0.503 coi (negative). On (B)(6)2022 patient 3 initial result was 1.72 coi (positive). The sample was repeated 3 times with results of 3.90 coi (positive), 7.87 coi (positive), and 0.435 coi (negative). The sample was re-centrifuged prior to receiving the negative result. No questionable results were reported outside of the laboratory. The hbsag ii reagent lot number was 60866901 with an expiration date of 30-nov-2022.

Manufacturer narrative:
It was noted that the measuring cell of the instrument has never been replaced since (B)(6)2020. Precision testing was performed with acceptable results. The investigation is ongoing.

Manufacturer narrative:
Sections d1 and d4 were updated. The field service engineer (fse) replaced the measuring cell. The service actions resolved the issue.